Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and began to hear an alert. It was determined that the lead integrity alert (lia) and lead impedance warning were triggered. The right ventricular (rv) lead exhibited high/undefined rv coil impedance and noise. The rv lead was turned off and subsequently capped and replaced. No patient complications have been reported as a result of this event.